Event description:
In 2009, the patient reported that he began to feel symptoms of elevated blood glucose one month ago while on vacation. Symptoms included extreme thirst and unusual head sensations. His blood glucose was elevated to approximately 400 mg/dl and he found that the infusion tubing was not connected to the infusion set headset. He stated that when he connected to the infusion site this morning, it did not seem to normally "click" into place. He changed the infusion set and his blood glucose began to decrease. He stated that the following morning his blood glucose measured 52 mg/dl when he woke up and he ate candy to elevate his readings. He stated that it is normal for his blood glucose to be low following a day of elevated readings. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.